Manufacturer narrative:
Tracking number: (B)(4). Information is unavailable. Unknown, assumed 1st day of month that complaint was reported no lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was the device used in? What was the date of the procedure?

Event description:
It was reported that during unknown procedure the reload ejected from the stapler. No known patient injury. Another like device was used to complete the procedure.